Event description:
The customer's father reported that his son's blood glucose had been running low after school (not specific levels provided), so he gave him blood glucose tablets. At 6:00pm, his blood glucose was 208 mg/dl. His father believed that the pod "began to fail" at this time. At 6:05pm, his son ate dinner (90 grams carbohydrate) and took at 3.95 unit bolus plus a 4.50 unit extension for 1 1/2 hours. At 8:00pm, he complained of a stomachache. His blood glucose was 230 mg/dl at 8:13pm, and he took a .70 unit bolus. At 8:44pm, his temp basal rate was increased 95%. He was using a cgm, which did not show any blood glucose changes and showed a level above 300 mg/dl. At 10:15pm, his blood glucose was 344 mg/dl, which confirmed the reading on his cgm, and he took a 2.50 unit bolus. At 10:52pm, his cgm was no longer working and his blood glucose was 345 mg/dl. He deactivated the pod at 11:06pm and took a manual injection. The father stated that when the pod was removed, the cannula was kinked. He said that his son is using his lower back location only, and that his endocrinologist advised him that the location does not have scar tissue.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported kinked cannula or determine if it could have contributed to the reported hyperglycemia. Lot qualifications records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."